Event description:
It was reported that the low energy shock impedance was greater than 200 ohms. This was found via a latitude monitoring report. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have fluctuated since october with a few excursions up to 100 ohms with 202 ohms being an outlier. The impedance is high but within normal limits. Technical services advised it may be due to extra fluid onboard, device movement, and the patient's size. Technical services recommended some office testing. During in-office testing, rail noise was observed in two vectors. X-rays confirmed that the electrode had migrated to an incorrect position. The entire system was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy shock impedance was greater than 200 ohms. This was found via a latitude monitoring report. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have fluctuated since october with a few excursions up to 100 ohms with 202 ohms being an outlier. The impedance is high but within normal limits. Technical services advised it may be due to extra fluid onboard, device movement, and the patient's size. Technical services recommended some office testing. During in-office testing, rail noise was observed in two vectors. X-rays confirmed that the electrode had migrated to an incorrect position. The entire system was explanted and replaced. There were no additional adverse patient effects.